Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a stuck button. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the stuck button alarm. The customer did not press a button down for longer than 3 minutes. The alarm could not be cleared. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling off keypad overlay at top right of overlay.